Event description:
Additional information received reported the patient was hospitalized for an electrode mapping to find better stimulation parameters. There was no solution found to decrease the tremor.

Manufacturer narrative:
Concomitant medical products: product ID: 338728, lot# b0851822k, implanted: (B)(6) 2008-, explanted: (B)(6) 2015. (B)(4).

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that the patient experienced increased of tremor. Before the patient's office visit the stimulation parameter changed because of tremor increase. No diagnostics or troubleshooting was performed as a result of the event. The patient was reprogrammed. The event was programming/stimulation related. The event was not serious. Additional information received from an hcp for a clinical study reported the right arm and head had an increase in tremor when stimulation parameters increased then experienced worsening of dysarthria. It was reported the lead was explanted on (B)(6) 2015. However, it was later updated that an examination was conducted on (B)(6) 2015 and the lead was explanted on (B)(6) 2015; the event resolved without sequelae on (B)(6) 2015. Follow-up was conducted to obtain additional information including cause and diagnostics/troubleshooting.

Event description:
Additional information received reported the event occurred on (B)(6) 2014.